Event description:
It was reported that ventilator generated alarm for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator generated alarm for low o2 concentration. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the reported issue was not reproducible. No parts have been replaced. The root cause to the reported issue has not been determined.